Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that an arm came out of plane. It was noticed before anterior cut. The femoral array was out of alignment. It was not bumped and appeared to be secure but checkpoint verification indicated the array had moved. There was no medical intervention required and there was no delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿arm came out of plane, noticed before anterior cut. Array was out of alignment¿. The velys array set knee was not returned to medtech orthopaedics. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, a dimensional and functional testing were not completed. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.